Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the reported air/water flow issue was confirmed, the organic residue found was likely to be debris from the patient¿s body during procedure. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that the colonovideoscope had too much pressure in its air/water channel. This was found during reprocessing following a rhinaer procedure. Upon inspection of the customer¿s returned device it was observed, the nozzle of the insufflation channel was clogged by organic residue. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
Customer added that the reported event occurred after the diagnostic procedure. The procedure was completed with the same device, and there were no complications for the patient nor did any piece of equipment fall into the patient.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. The nozzle of the insufflation channel was clogged by organic residues. This report is being supplemented to provide additional information provided by the customer.